Event description:
International affiliate reports the surgeon had difficulty drilling a hole in the pt's cranium during a craniotomy. There was also difficulty withdrawing the perforator from the drilled hole and, as a result, the pt's dura was damaged.